Manufacturer narrative:
The fluidics management system pack for this event was not returned. The customer did not retain a sample for this complaint report; visual inspect or functional testing could not be conducted. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. The root cause of the customer's complaint is not known. An irrigation and aspiration tip was not returned for evaluation. The product lot number was not provided. Therefore, the condition of the product could not be verified. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. For the viscoelastic there was no lot specific lot number identified by the reporter. All batches are released according to the required specifications. The customer's report could not be verified as a lot and product sample was not provided. (B)(4).

Manufacturer narrative:
The pack and products lots specific to this event are not known; therefore, lot history and device history record review are not possible. There were no samples returned for evaluation. Visual inspection or functional testing could not be conducted. The root cause of the customer's complaint is not known. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported three cases of toxic anterior segment syndrome after cataract surgeries. Additional information was requested from the customer. There were no updates received after attempts were made to obtain event detail and patient information.